Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG 5 leadset grabber cable needs to be replaced. There was no reported patient involvement.

Manufacturer narrative:
Per review of parent case pr(B)(4). (B)(6) 2023 s.mota-cleare upon review, it's clear that cases (B)(4) closely relate to the core issue documented in case(B)(4), concerning a battery. The rse ordered other parts without mentioning any additional allegations. To ensure efficient communication and consolidated documentation, we've decided to close these cases as duplicates. All relevant information, including the issue's cause and resolution, will be thoroughly covered within the original case (B)(4). This approach maximizes clarity, avoids redundancy, and streamlines our efforts. Therefore, reg. Reporting is no longer applicable for this record.